Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined out of range (oor) rv and superior vena cava (svc) defibrillation impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.